Manufacturer narrative:
Additional information was received on may 25, 2019 on the event stating that the pacing was planned pacing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was clarified that there were no signals available on the ep system or the carto® 3 system to include any external system. Initially, it was described that during the mapping of the left ventricular in a tachycardia case as the physician was moving the thermocool® smart touch® sf bi-directional navigation catheter an error 8 code appeared. At the time when this error appeared, the physician was unable to see any signals on the ep system or the carto® 3 system, therefore, the carto® 3 system was rebooted. After the systems was rebooted, the error 19 appeared, then error 8 reappeared. The systems were shut down, all cables were disconnected, then were reconnected and then the systems were restarted. The system problems were resolved. The field service engineer (fse) confirmed that the errors 8 and 19 and ECG signals issues on both systems were resolved by disconnecting the catheters and catheter¿s cables as well as rebooting patient interface unit (piu). The field service engineer (fse) informed that the system was tested and passed all tests with success. As preventive action, the field service engineer (fse) decided to replace the patient interface unit (piu) and it was found operational. Device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was clarified that there were no signals available on the ep system or the carto® 3 system to include any external system. Initially, it was described that during the mapping of the left ventricular in a tachycardia case as the physician was moving the thermocool® smart touch® sf bi-directional navigation catheter an error 8 code appeared. At the time when this error appeared, the physician was unable to see any signals on the ep system or the carto® 3 system, therefore, the carto® 3 system was rebooted. After the systems was rebooted, the error 19 appeared, then error 8 reappeared. The systems were shut down, all cables were disconnected, then were reconnected and then the systems were restarted. The system problems were resolved, however, there were issues with the thermocool® smart touch® sf bi-directional navigation catheter. The thermocool® smart touch® sf bi-directional navigation catheter moved strangely and it indicated high forces even if it didn¿t touch the walls of the heart. The thermocool® smart touch® sf bi-directional navigation catheter was changed and all the issues were resolved. There were no patient consequences reported. The signal issue was assessed as not reportable. Although the incidence of the signal issue occurred, there is no report that all signals were lost on all systems. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Error 19 and error 8 were assessed as not reportable. The most likely consequence was intraprocedural delay. The potential that they could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The high force issue was assessed as not reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The catheter moved strangely (icon jumping) was assessed as not reportable. Catheter icon jumping was a highly detectable issue. There is no real movement of the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. Additional information was received on may 1, 2019, and it was reported that when the systems were rebooted, the patient interface unit (piu) showed that all signals were unavailable, including the anesthesia monitor. When the systems were shut off, the patient interface unit (piu) showed all signals including the anesthesia monitor. Prior to error 8 appearing, the physician was mapping the left ventricle and did some pm (unspecified) (pacing by the ablator). The physician was moving the catheter when the error appeared, but she wasn¿t pacing at this time. The pacing leads were connected to the pacing primary port. They were not pacing and ablating at the same time. Per the additional information received clarifying that the signal loss included the anesthesia monitor and consequently there was no external monitor to view the patient¿s ECG rhythm during the signal loss issue, this signal issue has been re-assessed to a reportable malfunction. The awareness date for this signal loss issue is may 1, 2019.